Manufacturer narrative:
Awaiting further information from the declarant.

Event description:
During post-operativing follow up, the valve has malfunctioned.

Manufacturer narrative:
Our quality department conducted various analyses on the returned device: - visual inspection : valve is clean, a little residue is present near the ball - programming control before decontamination: the result is complied within our specification - programming control after decontamination: the result is complied within our specification the batch file has been reviewed and the valve complies with the expected specifications when release from production in conclusion, valve no. 414393 returned for a deprogramming problem complies with our specifications. There were no programming issues during the tests. The root cause cannot be established.

Event description:
During post-operativing follow up, the valve has malfunctioned.